Manufacturer narrative:
The reported events of helix mechanism issue and unable to insert stylet into the lead were confirmed. A complete lead with two stylets was returned in one piece. The helix was retracted and clogged with blood/ tissue. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. No anomalies or distortion of the helix mechanism that would have contributed to the helix issue reported. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of the helix mechanism issue was isolated to blood/ tissue in the helix region and over-torqued of the inner coil. A stylet could not be fully inserted inside the lead due to over-torqued inner coil inside the connector region. The cause of the reported event of unable to insert stylet was isolated to over-torqued inner coil consistent with procedural damage. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were noted except for procedural damage.

Event description:
It was reported that the patient presented to the hospital for a conduction system pacing (csp) procedure. During the procedure, the helix of the left bundle branch (lbb) lead exhibited unspecified rotation issue while the physician attempted to drill the lead into the septum. Additionally, the stylet failed to advance through the lead. The lbb lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.